Event description:
Patient had aortic tissue valve replacement late last year. The valve was not functioning properly per surgeon. The valve was moving up and down, "unstable." There was mitral regurgitation possibly related to av failure. When the valve was explanted it was 1.1, at the time of implant it measured 1.7. Per surgeon, this should not have occurred. The patient developed endocarditis, unknown if related to valve failure. At the time of explant, the valve and surrounding tissue were infected. The tissue was cultured at this time, but not the valve. The tissue was extremely friable and it was difficult to get a repair and suture, impossible to control bleeding. After several attempts, the repairs were made, bleeding controlled and the patient was removed from bypass. The chest was packed open to control bleeding. At the end of the procedure, just prior to transfer, the patient began to bleed again. Packing was removed and the chest repacked. After several attempts to stop bleeding, the patient expired in the o.r.====================== manufacturer response for aortic tissue valve, valve aortic edwards pericardial 2800 23mm:======================provided return kit and asked us to return valve for evaluation.